Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), version #: 2.1.0 h3) a manufacture representative (rep) went to the site to test the navigation system. The microscope tracker was tightened and the microscope was re-calibrated. The system then performed as intended,  codes: b01, c07, d07 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the microscope was inaccurate. There was no patient involvement. Troubleshooting was performed, the microscope tracker was tightened and the microscope was recalibrated.

Manufacturer narrative:
H2-3) the software analysis concluded that there was no software anomaly found. The case details were reviewed, as per the case description, the scope was inaccurate while in use. As per the case comments provided on 02-apr-2024, it was confirmed that the scope was accurate after re-calibrating the scope. Based on the information provided, it appeared as though the issue was with the microscope calibration, this did not appear to be an issue with the navigation system software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.